Event description:
It was reported that post procedure, the patient had a neck hematoma, requiring additional intervention. An ENROUTE Transcarotid Neuroprotection System was selected for use in a left side Transcarotid Artery Revascularization (TCAR) procedure. Three days following the procedure, the patient was brought to the hospital due to symptoms attributed to acute renal failure, and neck hematoma was noted at the access site. Surgical evacuation was performed to treat the hematoma and airway compromise. Following the intervention, the patient was admitted to the intensive care unit (ICU) and required intubation for airway protection. The patient was extubated but subsequently developed pneumonia with respiratory distress, which necessitated a tracheostomy. The patient remained in the intensive care unit (ICU) under ongoing monitoring. Based on the available information, it is unclear whether the pneumonia and resulting respiratory compromise were directly related to the neck hematoma, the initial airway intervention, or other aspects of the patient's clinical course.Further information indicated that the physician believed the patients respiratory distress and subsequent pneumonia were potentially related to a sequence of events that began with a small hematoma, followed by renal failure, which ultimately contributed to respiratory compromise and pneumonia. The patient failed two attempts at ventilator weaning. After discussions regarding prognosis and goals of care, the family elected to pursue palliative management. The patient was neurologically intact, with no evidence of an ipsilateral stroke. The patient subsequently passed away.

Event description:
IT WAS REPORTED THAT POST PROCEDURE, THE PATIENT HAD A NECK HEMATOMA, REQUIRING ADDITIONAL INTERVENTION. AN ENROUTE TRANSCAROTID NEUROPROTECTION SYSTEM WAS SELECTED FOR USE IN A LEFT SIDE TRANSCAROTID ARTERY REVASCULARIZATION (TCAR) PROCEDURE. THREE DAYS FOLLOWING THE PROCEDURE, THE PATIENT WAS BROUGHT TO THE HOSPITAL DUE TO SYMPTOMS ATTRIBUTED TO ACUTE RENAL FAILURE, AND NECK HEMATOMA WAS NOTED AT THE ACCESS SITE. SURGICAL EVACUATION WAS PERFORMED TO TREAT THE HEMATOMA AND AIRWAY COMPROMISE. FOLLOWING THE INTERVENTION, THE PATIENT WAS ADMITTED TO THE INTENSIVE CARE UNIT (ICU) AND REQUIRED INTUBATION FOR AIRWAY PROTECTION. THE PATIENT WAS EXTUBATED BUT SUBSEQUENTLY DEVELOPED PNEUMONIA WITH RESPIRATORY DISTRESS, WHICH NECESSITATED A TRACHEOSTOMY. THE PATIENT REMAINED IN THE INTENSIVE CARE UNIT (ICU) UNDER ONGOING MONITORING. BASED ON THE AVAILABLE INFORMATION, IT IS UNCLEAR WHETHER THE PNEUMONIA AND RESULTING RESPIRATORY COMPROMISE WERE DIRECTLY RELATED TO THE NECK HEMATOMA, THE INITIAL AIRWAY INTERVENTION, OR OTHER ASPECTS OF THE PATIENT'S CLINICAL COURSE.

Manufacturer narrative:
Investigation results:Device History Record (DHR) Review:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A review of the ENROUTE Transcarotid Neuroprotection System device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of No Problem Detected.